Event description:
It was reported that when the patient was admitted to the ICU for follow-up, a stored episode of non-sustained vt and an episode of vf were observed. It was noted the first three therapies were ineffective in stopping the vf, the fourth shock was successful. While in the ICU the patient went to vf, an electrical storm, and the device appropriately detected the arrhythmias. The therapies were effective early in the storm, but as events continued the therapy becomes ineffective. The patient was externally defibrillated. Programming changes were discussed. The patient was in poor condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.